Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reported that as he was undertaking a cement in cement revision of an exeter stem, he attempted to put a new short stem exeter into the femur after removing the original stem. The surgeon reported that the new stem would not fit the hole left after explantation of the primary device. The stem was removed due to a poor fit using a broach handle and could then no longer be used for this patient. The surgeon reamed (and also used oscar to remove some additional cement mantle) and then attempted implantation with a second short stem exeter. This was successful but the surgeon reported that there were differences distally between the old and two new stems. The surgeon also noted that when he used a trial stem this was also a tight fit compared to the original. Update- there was a surgical delay of 1-1.5 hours.